Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, a pre-implant balloon valvuloplasty was performed due to calcification. Following valve placement, moderate aortic insufficiency was observed. To address the moderate aortic insufficiency, a post-implant balloon valvuloplasty (bav) performed with a 25mm non-medtronic balloon. The inflation time was 10-seconds, and 1 inflation was performed. During the post-implant bav, the patient experienced an annular rupture. The patient was subsequently placed on extracorporeal membrane oxygenation, and the chest was opened. The transcatheter valve was explanted, and a surgical non-medtronic valve was placed. The procedure was delayed by 3-4 hours and the patient experienced prolonged hospitalization as a result of these events.